Manufacturer narrative:
Evaluation: customer returned one used sample. Visual inspection revealed that the tubing had separated from the botton of the vinyl y due to insufficient solvent.

Event description:
Account reported two incidents with device in which "they attempted to pass fluid through it. The tubing separated at the joint." Incidents occurred during priming procedures.